Event description:
It was reported that the location of the catheter icon on the carto screen moved during the start of each ablation while the actual location inside the patient did not move. Patient injury may occur if the user ablates in a location different from the one that was intended. No patient injury was reported during this event.